Event description:
It was reported that a patient's infusion medication was compromised due to a alleged malfunction of the ECMO. The hospital incident report states that hospital personnel found patient "profoundly hypotensive, systolic bip 50.. V tach." The report also stated that the "nurse noted small quantity of propofol on bed, attempt to adjust stopcock leak bigger" when the line backed up "with blood". The infusion medication was initially administered at 12:00 a.m. Where no malfunction or leakage of the stopcock was noted. Additional information reported on 09/04/97 stated that the patient expired due to medical complications not associated with the reported event. The reported stopcock has been discarded and is not available to be returned to the manufacturer for identification, analysis and investigation.